Manufacturer narrative:
D9 date returned to mfg: 1/17/2024. Two devices were received for investigation. During visual inspection, no damage or anomalies were observed in either device. The sample devices were measured, and both samples were confirmed to be within specification for their dimensions. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the available information, the reported issue could not be confirmed and no root cause could be found. No actions have been taken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach tube that was sent to family was defective and was too short. It was the same size as a standard 4.0 pediatric trach instead of the flextend plus. Patient keeps dislodging his trach and would like a longer trach tube so he¿s not dislodging. Also a longer length would benefit him because the position of the 4.0 ped is touching his tracheal wall and not centered in his airway causing a potential blockage. The issue was discovered before placement. No patient harm, no medical intervention required. Outcome was reported as ongoing. Defective device was not suitable for the use. The issue was noticed at the patient¿s home. The tracheostomy tubes were taken into the ear nose and throat (ent) department for verification.